Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced infusion set leakage event on (B)(6) 2025. The leakage was at the quick release. The blood glucose level was high, and the patient was treated with manual injection and insulin pen. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.